Event description:
It was reported during intra-aortic balloon(iab) therapy, the intra-aortic balloon(iab) was unable to calibrate optical sensor. The customer had tried disconnecting and tried zeroing. Patient is stable. The getinge representative advised to connect a pressure cable to the central port of the catheter but it is capped off with no flush. The getinge representative advised obtaining a separate arterial line to monitor pressure on pump. Upon followup later the customer had found the pressure cable but had not obtained an aline at this point. There was no reported injury to the patient.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record # (B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the intra-aortic balloon(iab) was unable to calibrate optical sensor. The customer had tried disconnecting and tried zeroing. Patient is stable. The getinge representative advised to connect a pressure cable to the central port of the catheter but it is capped off with no flush. The getinge representative advised obtaining a separate arterial line to monitor pressure on pump. Upon followup later the customer had found the pressure cable but had not obtained an aline at this point. There was no reported injury to the patient.